Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed which confirmed the reported event. Scratched lens, downstream occlusion (dso) seal damaged, and damaged to the battery door. The dso will be replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ¿cassette not attached properly¿ alarm sounds every time the lever is closed without a cassette/ infusion set. There was no patient harm reported.